Manufacturer narrative:
A DHR review was performed on product code bvt812030, lot# 551628, which was manufactured in november 2012 and the expiration date is november 2014. This lot was 100% visually inspected with no defects detected.

Event description:
During the dvt thrombectomy procedure of the right popliteal vein, the proximal balloon ruptured. During removal, the primary catheter broke off from the proximal balloon forward. The staff used a snare to retrieve the broken segment. Patient was not injured.